Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the patient's blood glucose was high. However, the caller stated that the insulin pump had been over-delivering insulin. The patient's blood glucose at the time of call was normal and did not require medical treatment. No further details were provided. The insulin pump was not returned for analysis since the device was out of warranty.